Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing with a hole in it at feed-thru fitting (ff183 and ff173) and all other tubing at pinch valve (pv49) to resolve the issue. (B)(4).

Event description:
The customer reported that approximately 20 ml of clear fluid leaked from the lh500 instrument during startup. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.